Event description:
A customer reported after replaced batteries in the system the meter would not work. Results of f11 and "lo" (less than 20 mg/dl). In addition, just keep flashing. While on the phone a review of the system was conducted. The customer did not have the requisite supplies and these were provided. Electronic checks were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent.